Event description:
After making up a tpn, it was noted that a hair was caught between the metal and plastic attachment of the center port. The tpn was discarded, and remade. Also, the blue printing on bags flakes off under laminar flow hood during manipulation.